Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:47 pm CT. The report number is being corrected from: 2134265-2018-64201 to: 2134265-2018-63076.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed mildly tortuous and severely calcified target lesion was located in the left anterior descending artery (lad). The 10/3.25 flextome cutting balloon was selected to dilate the lesion. During procedure, the balloon ruptured when it was inflated at the lesion area. The device was simply removed from the patient. No additional interventions were needed. The procedure was completed using a different device. No patient complications were reported. The patient's condition after the procedure was good. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed mildly tortuous and severely calcified target lesion was located in the left anterior descending artery (lad). The 10/3.25 flextome cutting balloon was selected to dilate the lesion. During procedure, the balloon ruptured when it was inflated at the lesion area. The device was simply removed from the patient. No additional interventions were needed. The procedure was completed using a different device. No patient complications were reported. The patient's condition after the procedure was good.